Event description:
A customer reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was successful; however, the customer was unable to reload the cartridge and resume insulin therapy, indicating another issue needing resolution.